Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels of approximately 20 mg/dl. The husband had no further information on the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2010-83520.